Manufacturer narrative:
Combination product: yes.

Event description:
Home monitoring reported lead monitoring episodes showing noise. Shock impedance trend appears to be increasing in the past month. All other values appeared stable. In-office lead evaluation with isometrics was unremarkable. Data to be presented to physician for next steps. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.